Event description:
The caller reported that the tracheostomy tube was leaking at the pilot balloon area. She went to a hospital facility where they changed the tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.